Event description:
It was reported that during an end-to-end anastomosis procedure, there were misformed staples. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/22/2009. Info anticipated, but unavailable at this time.